Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported a month later that the ins will not be returned to the device manufacturer due to the customer discarding it.

Manufacturer narrative:
(B)(4).

Event description:
The company representative (rep) reported suspected premature depletion with the implantable neurostimulator (ins). The ins was programmed right and left monopolar: 3.3v, 90us, 130hz. In (B)(6) 2014 was changed to 3.6v and 180hz. In (B)(6) 2015 battery was at 2.63v and now it was at elective replacement indicator (eri). It was unknown what led to this event. It was unknown if diagnostics/troubleshooting was performed. No symptoms were reported. The issue was not resolved at the time of this report.